Manufacturer narrative:
The technician inspected the cycle printout and confirmed the cycle faulted for heat problem. The check valve (ck 1) was removed and inspected. The technician replaced the ck1 valve and tested the unit by running a diagnostic and processing cycle; the unit was confirmed operational and returned to service. The event is attributed to the ck1 valve staying closed, preventing use dilution from draining out of the chamber. The technician counseled the facility personnel on the importance of visually checking, through the lid window, for an empty chamber before depressing the cancel button.

Event description:
The user facility reported that a system 1e processor was alarming ¿heat problem¿; the facility employee depressed the cancel button and use dilution came out of the processor. No injuries were reported. No procedural delays or cancellations occurred. The instruments were reprocessed.